Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is deattached and unable to remove. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b3, b4, e2, e3, g4, g7, h2, h6, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record #: (B)(4).

Manufacturer narrative:
The guide wire was returned with the j-straightener over the wire without any visible blood. The iab catheter was not returned for evaluation. The returned guidewire j-tip was found to be coiled and unraveled near the location of the j-straightener. The evaluation confirms the reported problem. We were unable to determine how this may have occurred a lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is deattached and unable to remove. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is deattached and unable to remove. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the guide wire is detached and unable to remove. There was no reported injury to the patient.